Event description:
Device malfunction: failure to advance, no flow seen through the marker lumen. Time of malfunction: during arteriotomy closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the right common femoral artery after an interventional iliac procedure. The device could not be advanced in the artery; therefore, no arterial flow was seen through the marker lumen. Manual compression was applied, but ultimately hemostasis was surgically achieved. The physician was planning to repair a pre-existing dissection in the iliac artery and decided to also surgically close the artery at the same time. The patient was discharged to home two days later. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot history record was reviewed. There were no non-conforming material reports associated with this lot number.